Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose. Customer¿s blood glucose level at time of incident was 30 mmol/l at time of incident and treated with manual injections. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick released. Customer stated that the cannula was bent. Customer declined to continue insulin pump troubleshooting. The device will not be returned for analysis.